Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, after removing the 55 cm. 7fr. Vista brite tip intro g rdc I introducer guiding catheter from the packaging the ¿head¿ was noted to be detached. The product was not clinically used in the patient. There was no reported patient injury. The product will be returned for inspection. Additional information received indicated that it was the luer hub that was noted to be detached. The product issue was not noticed before the packaging was opened. The product was stored properly according to the instructions for use (IFU). There was no any damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. Another product was used to complete the procedure successfully. No target lesion or target lesion characteristic information was available. There was no other product issue noted either at the account after the procedure or prior to shipping for inspection. No additional information is available.